Manufacturer narrative:
The indicated viscoelastic used during lens delivery is not qualified for use with this lens model. The product investigation could not identify a root cause. Additional information indicated an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. (B)(4).

Event description:
In a follow up, the surgeon had reported the use of an unapproved viscoelastic product used during the delivery of the lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported that the patient developed cystoid macular edema (cme) four months after the initial iol implantation. He indicated it was likely caused by the yag laser treatment or related to a pigmented retinal lesion. The cme was treated with topical steroids and nsaids. The event continues.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4)

Event description:
A consumer reported that after an intraocular lens (iol) was implanted, he has had blurry vision and a semi-circle of black dots covering 25% of the bottom part of his vision. Recently, the surgeon indicated to the consumer that the vision needed a "tune-up" due to a fogginess. In a follow up, the consumer explained that the "tune-up" was a yag laser capsulotomy that was performed approximately three months after iol implantation. It was done to treat posterior capsular fibrosis, but did not improve the vision or the issue with the dots in the vision. Additional information was requested.